Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the high voltage cable. The high voltage cable was ordered and will be replaced when received. Based on this investigation it is believed that the stated problem will be resolved with the new cable. If additional information indicates otherwise, it will be reported as required.

Event description:
It was reported that the 9800 system displayed a "stator not on" error code. There was no report of patient injury.